Manufacturer narrative:
Bipolar reusable forceps (ID 802985) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is incorrect tip coating/material selection. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a bipolar forceps (ID 802985) got burned or charred at the tip during surgery. The procedure was completed with a replacement product available. The forceps were used for brain tumor. No patient injury reported and the event led to 10-minutes surgical delay.